Event description:
A 66-year-old male patient (weight: 100 kg) was hospitalized and needed ivtm therapy due to multiple fractures after falling from a height of about 5 meters with refractory fever without clear focus. The procedure to obtain left internal jugular (ij) venous access (puncture) and application of the guidewire went smoothly. However, the doctor experienced difficulty inserting the solex 7 catheter (lot #168801) over the guidewire. Per the reporter, the catheter could not be placed correctly with the guidewire in place. The catheter could be advanced up to 6 cm but could not be moved further. There was no other device planted in the same vein. Also, at first, the doctor experienced difficulty removing the catheter, then the catheter could be removed with increased pulling power. The catheter was removed without injury, and a new catheter was placed at the same insertion site with no difficulty. The ivtm therapy was initiated without issues, and the patient is doing well. No injury was reported.

Manufacturer narrative:
The customer's complaint that the doctor experienced difficulty inserting the solex 7 catheter (lot #168801) over the guidewire and the catheter could be advanced up to 6 cm but could not be moved further was confirmed during the visual and functional test of the returned catheter. A kink on the shaft was observed at the proximal end of the serpentine balloon (8 cm away from the catheter tip). The exact timing and cause of the kink on the catheter cannot be determined, but user handling or insertion of the catheter cannot be ruled out. Visual inspection of the returned catheter was performed and found the catheter shaft was kinked at the proximal end of the serpentine balloon (8 cm away from the catheter tip). No other physical damage was observed. Blood residues were observed on the serpentine balloons and in luer tubings. All infusion ports and lumens were flushed without resistance during the functional test, except the in/out luer tubing. The in/out lumen is resistant and difficult to flush due to the kink. An additional guidewire test was performed: a known-good zoll guidewire was slowly inserted through the central lumen of the catheter; staring at the tip of the catheter, the guidewire got stuck at 8 cm away from the catheter tip due to the kinked on the serpentine balloon shaft. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and no similar complaint was reported for the solex 7 catheter with lot #168801.